Event description:
Customer reported that on (B)(6) 2012 she noticed her adc blood glucose meter had a blank screen on the display and noted it would not turn on when the button was pressed or with test strip insertion. Customer further reported that while sleeping she experienced "cold sweats" and "body jerks". Paramedics were called, administered an unknown substance into her arm (customer thinks it was glucose) and transported her to a local healthcare facility. At the healthcare facility, customer had her blood glucose tested (unknown result), but did not receive a diagnosis or any additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was tested with retained test strips. The meter powered on with button press and strip insertion. No new errors or new issues were observed. The complaint is not confirmed.